Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and had air bubbles inside the tubing. The customer's other blood glucose was 7 mmol/l at the time of incident. The customer experienced symptoms such as nausea. The customer stated that the insulin pump was not working. The customer was treated with manual injections for high blood glucose values. The customer stated that the high blood glucose levels began on (B)(6) 2018. The customer reported that the infusion set was changed the same day. Troubleshooting was performed. The insulin pump passed the displacement test and high pressure test .but failed the self test. The insulin pump received hardware low level failure during self test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was returned for analysis.